Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the representative sample and photographs submitted for evaluation. Bd received one unopened unit and the dispenser box label from lot 1078991. In addition, two photographs were submitted. The catheter adapter assembly of the device was inspected for any damage that would result in leakage and none were observed. The device was then tested for leakage in which no leakage was observed. The defect could not be confirmed in the representative unit or based on the photographs provided. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter there was leakage. The following information was provided by the initial reporter. The customer stated: "the hcp performed a saline flush and leakage occurred.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter there was leakage. The following information was provided by the initial reporter. The customer stated: "the hcp performed a saline flush and leakage occurred."